Event description:
Complainant alleged that while attempting to analyze the heart rhythm of a pt (age & gender unk) with absent vital signs, the device displayed a "pad short" message and could not analyze. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.